Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were air bubbles in the reservoir. Customer's blood glucose value was 300mg/dl. The size of air bubbles was very small. Customer noticed air bubbles during therapy. The reservoir will not be returned for analysis.